Event description:
Nine coils were used in an aneurysm coiling procedure. Post procedure, it was reported that a coil tail was observed present at the neck of the aneurysm, and appeared to terminate at the origin of the right a2 segment of the anterior cerebral artery. No pt injury reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were implanted in the pt. Add'l models and lot numbers involved: qc-12-40-3d/ lot# 6237431/ qty: 1 ea- dom: 2008- exp: 7/1/2011. Qc-10-30-helix/ lot# 6237538/ qty: 2 ea- dom: two days later- exp: 7/1/2011. Qc-9-30-helix/ lot# 6206618/ qty: 1 ea- dom: four days prior to original date- exp: 7/1/2011. Qc-6-20-3d/ lot# 5969702/ qty: 1 ea- dom: the previous month- exp: 6/1/2011. Qc-6-15-3d/ lot# 5887375/ qty: 1 ea - dom: approx two months prior to original date- exp: 3/1/2011. Qc-4-8-3d/ lot# 6532384/ qty: 1 ea- dom: approx one and a half months after the original date- exp: 8/1/2011.